Manufacturer narrative:
Preliminary evaluation/testing of the returned device was performed. The headway was returned with the proximal hub and strain relief cut off. The total length of the returned device was measured to be 149.5cm. The distal tip of the device appeared to have sustained heat damage. Since there was no proximal hub, a bypass was used in an attempt to flush the device; however it could not be flushed and blood was noted flowing back into the bypass tool. A 0.014" mandrel was then advanced into the catheter and resistance was noted at 18cm from the proximal end, but was able to push through. Clotting and blood was noted to exit the catheter as the mandrel tracked the entire length of the catheter. The conclusion of the investigation is pending.

Manufacturer narrative:
Investigation conclusion: the distal tip of the catheter was found to have sustained surface damage, which is consistent with the device experiencing forces over-specification during shaping. The physical evaluation of the device could not identify the conditions or circumstances that led to the reported complaint, but the resulting surface damage of the catheter tip could have possibly contributed to the resistance felt during retraction.

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is underway.

Event description:
It was reported that after deployment of approximately eight (8) embolization coils in the aneurysm, an attempt was made to remove the microcatheter. During the withdrawal, it appeared that the tip of the microcatheter was stuck on the last coil that was deployed, and the coil moved proximally with the microcatheter. A guide wire was used to push the coil from the microcatheter, and a snare was then used to successfully remove the coil from the patient. There was no health damage to the patient.